Manufacturer narrative:
The insulin pump received with detach end cap and broken battery tube threads. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the battery compartment was broken. The customer¿s blood glucose level was unknown at the time of incident. The insulin pump will be returned for analysis.